Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
New information received notes that the patients death was not device related.

Event description:
It was reported that the patient expired. No known cause was reported or device issues. There is no allegation from a health care professional that the death was device related.